Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead had dislodged and perforated the patient. The lead was repositioned. On (B)(6) 2010 the lead was explanted due to dislodgement.